Event description:
It was reported that during a paroxysmal atrial fibrillation (afib) procedure, there was a 256 error message (communication with the carto 3 system). The troubleshooting took so long that the physician decided to cancel the procedure. The bwi field service engineer requested replacement of the cables and to reboot the system. The physician refused to troubleshoot through the phone. Additional information provided was that the location pad and concerning cable were not connected. Upon request, the bwi field service engineer provided additional information on the event. The outcome of the patient was that there was no surgery and the patient was fine. The physician did not think there was any potential risk to the patient due to this malfunction. The patient was under local anesthesia. The procedure was being performed in the left atrium. The transseptal puncture was performed prior to the case cancellation. The patient¿s information was unknown. The case cancellation was only because of the product issue. The physician did not consider that cancelling the procedure caused a potential risk to this patient. The patient did not require extended hospitalization. The transseptal puncture performed prior to the case cancellation is indicative of a reportable event.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during a paroxysmal atrial fibrillation (afib) procedure, there was a 256 error message (communication with the carto 3 system). The troubleshooting took so long that the physician decided to cancel the procedure. The bwi field service engineer requested replacement of the cables and to reboot the system. The physician refused to troubleshoot through the phone. Additional information provided was that the location pad and concerning cable were not connected. Upon request, the bwi field service engineer provided additional information on the event. The outcome of the patient was that there was no surgery and the patient was fine. The physician did not think there was any potential risk to the patient due to this malfunction. The patient was under local anesthesia. The procedure was being performed in the left atrium. The transseptal puncture was performed prior to the case cancellation. The patient¿s information was unknown. The case cancellation was only because of the product issue. The physician did not consider that cancelling the procedure caused a potential risk to this patient. The patient did not require extended hospitalization. It was clarified later that there was an error 258 and not error 256 as originally reported. The bwi field representative rebooted the system with the same catheter and catheter cable from the morning and no issue occurred. The system worked properly. Error 258 - an error occurred in communication with the patient interface unit (piu), according to carto 3 instruction for use. The workaround is to wait a few seconds. If the error does not disappear, it is suggested to perform the following until resolved: switch the power supply to the piu off and on again. Wait a few minutes for communication to be established between the piu and the workstation. If the error reappears, restart the workstation application. DHR review was performed. No anomalies were noted in manufacturing. An internal corrective action has been opened to address the ¿main card failure during upload.¿